Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced physical damage to the insulin pump, the battery life of the insulin pump was shorter than expected. The customer reported no adverse event. The event involved product(s) mmt-1712k. Troubleshooting was performed, and the damage was found to be affecting the functionality of the insulin pump. The customer was instructed to revert to a backup plan per healthcare professional instructions. No harm requiring medical intervention was reported. The customer will discontinue use of the insulin pump. Mmt-1712k was requested and the customer response was that the device will be returned.

Manufacturer narrative:
P-cap locked in place properly during testing. Proceeded by using a new battery cap and a new battery. Unit powered up properly after battery installation. Unit was downloaded successfully using thump software for reference. The baat tool was utilized to search for battery related alarms that may have occurred in the past or around the customer¿s call date. The baat tool recorded the following: battery cycle 27.0 received the lowbatteryalert (104) on 09/15/2025 20:20:00 faster than expected at 0.17 days. Battery cycle 26.0 received the lowbatteryalert (104) on 09/15/2025 15:32:00 faster than expected at 0.21 days. Battery cycle 25.0 received the lowbatteryalert (104) on 09/15/2025 10:17:00 faster than expected at 0.21 days. Battery cycle 24.0 received the lowbatteryalert (104) on 09/15/2025 05:07:00 faster than expected at 0.17 days. Battery cycle 23.0 received the lowbatteryalert (104) on 09/15/2025 00:23:00 faster than expected at 0.18 days. Customer experienced an unexpected power loss of less than 7 days per the pump history records. Proceeded with the following testing to assure proper functionality of the unit. Pump passed sleep current measurement test and active current measurement test. No unexpected alarms or anomalies were noted during testing. The power management tool indicated the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) with abnormal behavior, confirming the customer's alleged battery anomaly. Proceed by cutting the unit open and performing a visual inspection on electronic assemblies and connectors. All connectors were plugged in properly, but moisture damage was found on the motor force sensor gold traces and electronic assembly. Isolate to electronic assembly. Unit was also received with: label damage (faded), cracked case (battery tube), battery tube threads - cracked, cracked case, cracked keypad overlay, stained keypad overlay, scratched case, and pillowing keypad overlay. In conclusion, customer allegations with battery lasting less than expected were confirmed when the baat tool concluded that the customer experienced an unexpected power loss of less than 7 days per the pump history records, in addition to abnormal behavior noted in the power graphs. Additionally, customer allegations with cosmetic damage on the back of pump were confirmed when cracked case (battery tube) and battery tube threads - cracked were noted during visual inspection. Moisture damage was also found on the motor force sensor gold traces. Overall, isolate to electronic assembly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.